Event description:
A cerebrospinal fluid (csf) leak was reported, and an epidural blood patch was noted to have been required. The patient's symptoms were consistent with a post-dural puncture headache. The patient was noted to have resolved without sequelae. The pump was noted to have been in shelf state and delivering water, though it was unclear when this state had been in effect. An update was noted to have occurred on the date of implant ((B)(6) 2012), and indicated that the medications used within the system were fentanyl and bupivacaine. No additional information was available at the time of this submission. A follow-up report will be submitted if further information becomes available.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).